Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman left atrial appendage closure (laac) procedure, a pericardial effusion and cardiac tamponade occurred post procedure. After obtaining right femoral vein access, an nrg needle was inserted through troflex sheath. There were multiple attempts of dropping onto the fossa and transseptal puncture was performed however while crossing with stiff wire, the right superior pulmonary vein (rspv) access was lost. The physician then performed another transseptal puncture using versacross connect kit (pigtail rf wire and single curve sheath and connect dilator) with no complications. The sheath was advanced into the left atrial appendage (laa) and the dilator was removed. Act result was 230 and an additional 2000 units of heparin given. Watchman device was inserted with one recapture performed, met the pass criteria and was released. All devices were removed from the body. There was no effusion noted at this point. After one hour while the patient being in recovery, patient became hypotensive and diaphoretic. It was discovered that the patient had a pericardial effusion with cardiac tamponade. The patient was brought back to the lab where the physician performed a pericardiocentesis. 675ml of blood was removed from the patient before the patient became stable. The patient was admitted to hospital beyond standard of care and expected to be fully recovered. The device is not expected to be returned for analysis. From the good faith it is believed that the effusion was from multiple drop downs from the superior vena cava onto the fossa, the physician tried multiple times and attempted to cross with poor visualization the first time with nrg. He lost access to the left atrium and when he restuck the septum he used connect and was much easier. The sales rep provided further information that comment on the stiff was probably referring to a protract wire for sheath exchange and that was when he lost access.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman left atrial appendage closure (laac) procedure, a pericardial effusion and cardiac tamponade occurred post procedure. After obtaining right femoral vein access, an nrg needle was inserted through troflex sheath. There were multiple attempts of dropping onto the fossa and transseptal puncture was performed however while crossing with stiff wire, the right superior pulmonary vein (rspv) access was lost. The physician then performed another transseptal puncture using versacross connect kit (pigtail rf wire and single curve sheath and connect dilator) with no complications. The sheath was advanced into the left atrial appendage (laa) and the dilator was removed. Act result was 230 and an additional 2000 units of heparin given. Watchman device was inserted with one recapture performed, met the pass criteria and was released. All devices were removed from the body. There was no effusion noted at this point. After one hour while the patient being in recovery, patient became hypotensive and diaphoretic. It was discovered that the patient had a pericardial effusion with cardiac tamponade. The patient was brought back to the lab where the physician performed a pericardiocentesis. 675ml of blood was removed from the patient before the patient became stable. The patient was admitted to hospital beyond standard of care and expected to be fully recovered. The device is not expected to be returned for analysis. From the good faith it is believed that the effusion was from multiple drop downs from the superior vena cava onto the fossa, the physician tried multiple times and attempted to cross with poor visualization the first time with nrg. He lost access to the left atrium and when he restuck the septum he used connect and was much easier. The sales rep provided further information that comment on the stiff was probably referring to a protract wire for sheath exchange and that was when he lost access.